Event description:
This supplemental MDR was created to update the root cause of the lower than expected vitros ipth results. In addition, the ipth issue was reported as a class ii recall and a communication was sent to customers. This report corresponds to ortho clinical diagnostics inc (ortho) (B)(4).

Manufacturer narrative:
This supplemental MDR was created to update the root cause for the lower than expected vitros ipth results. Ortho's investigation has identified the root cause of this issue stems from a raw material used in the affected lots. A communication (cl2022-275) was sent on 17 november 2022 to all customers who have been shipped vitros ipth reagent pack within the previous 12 months. The communication informed customers that when performing patient sample testing using the affected ipth lots (1610, 1621, 1630, 1640, 1645, 1650, 1670), customers may experience an average negative bias of approximately -12%. The communication indicates that when using the affected lots of vitros ipth reagent pack intraoperatively, patient samples should be tested using the same reagent lot and qc material for baseline and throughout the procedure. When performing patient sample testing using the affected lots of vitros ipth reagent pack, adjust your laboratory¿s reference interval by -12%. In addition, a variable negative shift in performance was also confirmed using biorad liquicheck/lyphocheck specialty immunoassay controls and thermo scientific mas omni immune immunoassay controls when compared to their published assigned values. Ortho has assigned new mean and sd values for available biorad and thermo fisher control lots for use specifically with the affected lots listed in the communication. Ortho is in the process of manufacturing new reagent lots with an anticipated release in december 2022. Until a new lot of vitros ipth reagent pack is available, be aware that the potential exists to observe negatively biased results when using the affected lots of vitros ipth listed above. The FDA was notified of this issue on 17 november 2022. Please refer to report #3007111389-11/17/2022-001-c.

Manufacturer narrative:
The investigation has determined that lower than expected vitros intact pth (ipth) results were obtained from non-vitros mas quality controls processed using vitros immunodiagnostic products intact pth reagent lot 1590 and lot 1621 on a vitros 5600 integrated system. A definitive assignable cause of the lower than expected result using vitros ipth lot 1590 could not be determined. Based on historical quality control results, a vitros ipth lot 1590 performance issue cannot be completely ruled out as a contributor of the event. However, continual tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros ipth reagent lot 1590. Within run precision testing was not processed on the vitros 5600 system around the time of the event. Therefore, an instrument related issue cannot be ruled out as a contributing factor of the event. A definitive assignable cause of the lower than expected results using vitros ipth lot 1621 could not be determined. However, a vitros ipth performance issue cannot be completely ruled out as contributing to the event as acceptable results were obtained from the same mas quality control fluids using an alternate lot of vitros ipth reagent (lot 1660) on the vitros 5600 integrated system. An instrument related performance issue did not likely contribute to the event as acceptable results were obtained using an alternate vitros ipth reagent lot (1660) without performing any actions to the vitros 5600 integrated system. Ortho has initiated an investigation for lower than expected results obtained from multiple vitros ipth reagent lots tested on multiple vitros instrument platforms. Email address for contact office in above is (B)(6).

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report lower than expected vitros intact pth (ipth) results were obtained from non-vitros mas quality controls processed using vitros immunodiagnostic products intact pth reagent lot 1590 and lot 1621 on a vitros 5600 integrated system. Mas lot 2302 level 3 vitros ipth lot 1590 result of 591.45 pg/ml vs an expected result of 890.8 pg/ml mas lot 2302 level 2 vitros ipth lot 1621 results of 27.15, 24.95 and 27.54 pg/ml vs an expected result of 49.6 pg/ml mas lot 2302 level 3 vitros ipth lot 1621 result of 608.90 pg/ml vs an expected result of 890.8 pg/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected vitros ipth results were from quality control fluids and were not reported from the laboratory. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report is number two of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).